Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited an obstruction inside the lead during the attempted implant. The physician took the lead out of the patient and attempted to flush the lead lumen. However, the obstruction could not be flushed out. The physician suspected the lead lumen may be blocked by blood clot. A different lead was used to complete the procedure with no complications to the patient.